Event description:
Pt has experienced a burning/stabbing sensation around the generator site since generator replacement surgery in 2001 for end of service. The sensation reportedly became more noticeable as of 11/02, but is tolerable. Pt was seen for follow-up by surgeon in 12/02. The surgeon indicated that the lead wire may have been nicked during generator replacement surgery. The patient was instructed to apply icy-hot ointment to the painful area, keep a journal of the painful sensations, and make another follow-up appointment for february 2003. The pt has good seizure control with vns therapy. Investigation to date has been unable to rule-out potential lead malfunction as no device diagnostic tests are recorded in pt's chart.